Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that part of the bd luer-lock¿ syringe stopper appeared melted when removing it from the packaging. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter, translated from spanish: "incident 1: when opening the packaging to use the syringe, nursing staff notice that a part of the rubber piston appears melted, which is why it cannot be used. ¿ product lot: 2098104. ¿ amount affected: 1 syringe. ¿ date of incident: (B)(6) 2023. Additional information regarding the 3 incidents. ¿ was there a patient involved? No. ¿ was the problem identified before, during or after use? Before its use. ¿ was there an impact on the patient or health professional? (Detail) no, it was detected before reaching the patient. ¿ was there a need for medical and/or surgical intervention due to what occurred (imaging examinations, surgery, medication administration, etc.)? (Detail) no. ¿ has there been exposure of blood or chemotherapy to the mucous membranes or skin? (Detail) no."

Manufacturer narrative:
Photos received by our quality team for investigation. Through visual inspection, poorly assembles stopper and damaged luer tip of syringe is observed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on our investigation, possible root cause for poorly assembled stopper is associated with transfer disc dials, replacement of the dial of the transfer disc will be executed. Possible root cause for luer damage is associated with adjustment failure in the nozzle. Inspection and change of the nozzle will be implemented.

Event description:
No additional information received incident 1: when opening the packaging to use the syringe, nursing staff notice that a part of the rubber piston appears melted, which is why it cannot be used. ¿ product lot: 2098104 ¿ amount affected: 1 syringe ¿ date of incident: (B)(6) 2023 _____ incident 2: when opening the package to use the syringe, nursing staff notice that a part of the pivot appears melted, which is why it cannot be used. ¿ product lot: 2161844 ¿ amount affected: 1 syringe ¿ date of incident: (B)(6) 2023 ____ incident 3: when opening the packaging to use the syringe, nursing staff notice that a part of the pivot appears melted, which is why it cannot be used. ¿ product lot: 2161845 ¿ amount affected: 1 syringe ¿ date of incident: (B)(6) 2023 ____ additional information regarding the 3 incidents ¿ was there a patient involved? No ¿ was the problem identified before, during or after use? Before its use. ¿ was there an impact on the patient or health professional? (Detail) no, it was detected before reaching the patient. ¿ was there a need for medical and/or surgical intervention due to what occurred (imaging examinations, surgery, medication administration, etc.)? (Detail) no ¿ has there been exposure of blood or chemotherapy to the mucous membranes or skin? (Detail) no ¿ is the sample related (the product) to the incident available for analysis? Yes ¿ could you send photos of the product to show the catalogue, batch and defect? Yes.